Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare professional stating the cause of the ins/stimulation turning off by itself was not determined. The machine was turned back on and there was no further issue since.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-03-08 crts (B)(4) (con): information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the implantable neurostimulator (ins) went off and turned off by itself on (B)(6) 2018. When the patient connected the ins to the ins recharger (insr), it showed that the ins battery was 3/4 full and the ¿stim off¿ icon was displayed. The patient then turned the stim on and charged the ins battery until the ¿charge sufficient¿ screen appeared. It was also noted that the patient was not using any external remotes when they felt the stim turn on/off. In conclusion, it was recommended that if the issue persists, the patient should keep a journal and contact patient services or their healthcare professional (hcp) if needed. There were no further complications reported or anticipated.